Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): on (B)(6) 2006, a patient receiving invasive ventilation with a hamilton-c6 ventilator experienced an unusual alarm indicating a loudspeaker defect and, shortly thereafter, an expiratory stenosis message. The clinical team checked the ventilator settings, the breathing circuit connections, and the ventilation parameters; however, the alarm persisted. Manual ventilation with a resuscitation bag and oxygen was initiated, and the patient was subsequently transferred to a replacement ventilator, where ventilation continued without irregularities. The patient remained stable throughout the event. The affected ventilator was removed from clinical use and forwarded for technical evaluation. The investigation to verify the allegation is still in progress.